Event description:
It is reported that a customer reported experiencing high blood glucose of 541 mg/dl. The customer did not contact her health care provider, but did treat her high blood glucose her self. The customer was assisted with trouble shooting on her insulin pump and everything checked out fine. Customer was advised to monitor the situation and was directed to available resources on our web page. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.